Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. Concomitant medical products: model: ddbb1d1, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited oversensing noise, r-wave double counting, sensing integrity counter (sic) and what the electrophysiologist (ep) indicated as "fractionation" of the signal which resulted in the patient receiving inappropriate therapy. Reprogramming was completed, and the lead remains in use. No further patient complications have been reported as a result of this event.